Event description:
Reportable based on device analysis completed on 22jul2025. It was reported that the coil was stuck and could not move forward. A 18mm x 40cm interlock-35 coil was advanced to embolize the abdominal aortic aneurysm. During delivery of the coil through the catheter, the coil could not move forward. It was then withdrawn, and was delivered again; but the coil was still stuck at the orifice of the catheter and could not move forward. The whole set was removed and replaced it with a new 18mm x 40cm interlock-35 coil. The procedure was completed and there was no patient complications noted as a result of this event. The patient condition following procedure was stable. However, returned device analysis revealed the coil arm was detached.

Manufacturer narrative:
Device evaluated by manufacturer: media inspection was performed and it showed the box of the device which matches with the provided upn by the customer. Visual and microscopic inspection observed that the main coil, the introducer sheath and the delivery wire were returned. The main coil was bent and stretched, and the coil arm was detached from the main coil. Dimensional inspection of the main coil's zap tip outer diameter (od) and primary coil od passed the specification test. Moreover, the delivery wire's max wield od, max wire and max wire arm od also passed the specification test.

Event description:
Reportable based on device analysis completed on 22jul2025. It was reported that the coil was stuck and could not move forward. A 18mm x 40cm interlock-35 coil was advanced to embolize the abdominal aortic aneurysm. During delivery of the coil through the catheter, the coil could not move forward. It was then withdrawn, and was delivered again; but the coil was still stuck at the orifice of the catheter and could not move forward. The whole set was removed, and replaced it with a new 18mm x 40cm interlock-35 coil. The procedure was completed and there was no patient complications noted as a result of this event. The patient condition following procedure was stable. However, returned device analysis revealed the coil arm was detached.

Manufacturer narrative:
Device evaluated by manufacturer: media inspection was performed and it showed the box of the device which matches with the provided upn by the customer. Visual and microscopic inspection observed that the main coil, the introducer sheath and the delivery wire were returned. The main coil was bent and stretched, and the coil arm was detached from the main coil. Dimensional inspection of the main coil's zap tip outer diameter (od) and primary coil od passed the specification test. Moreover, the delivery wire's max wield od, max wire and max wire arm od also passed the specification test.